Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage, cardiogenic shock, difficult to remove, medical intervention, prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted flail and imaging was extremely challenging due to shadowing from diffuse calcium. The first clip delivery system (cds 11021r115) was advanced to the mitral valve, and the clip was well positioned despite imaging issues. The probe was exchanged with a new one and the procedure continued. Significant mr remained; and therefore a decision was made to move the clip more medial. When the cds was translated medial, the clip became caught in the chordae. The clip was freed through standard troubleshooting and the clip was removed from the patient; however, mr worsened and a torn chord was suspected. The patient was required more blood pressure support at this point and a balloon pump was implanted indicating the patient's blood pressure decreased and went into cardiogenic shock. Since the patient is not a surgical candidate, the procedure continued with a new clip (11108r192). The cds was advanced to the mitral valve, and the clip grasped the leaflets without issue in the central a2/p2. But mr was not significantly reduced; therefore, the clip was moved more medial. Due to imaging issues, it was uncertain if the clip grasped enough posterior leaflet. The grasp was released, but the clip appeared to be caught in antero-lateral chordae. The clip could not be freed despite much effort which resulted the chord be torn more. The clip re-grasped as much anterior leaflet with the chords as possible to deploy the clip and then send the patient to surgery. The clip was deployed only on the anterior leaflet and chordae. One clip was implanted and mr remained at 4. The patient is stable. The patient will remain hospitalized longer and was sent to critical care unit (ccu). The physician is planning to treat the slda through surgery, but this has not yet been performed. Later that night, the patient died. The physician stated the second clip being deployed on one leaflet contributed to the death. No other information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the difficult to remove from the anatomy appears to be related to patient morphology/pathology (flail). The image resolution poor is related to imaging being extremely challenging due to shadowing from diffuse calcium and is thus related to patient and procedural circumstances. The unspecified tissue injury resulting in mitral regurgitation and subsequent hypotension and cardiogenic shock appears to be related to the procedural circumstances of the clip becoming caught in the anatomy (difficult to remove). Mitral regurgitation, tissue damage, cardiogenic shock and hypotension are known possible complications associated with mitraclip procedures. The unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.